Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered multiple shocks. It was suspected that some of the shocks were due to atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.